Manufacturer narrative:
Customer contact reports no patient information available. The biomedical engineer troubleshot the issue with ge healthcare technical support. It was recommended to clean the ez change assembly which resolved the reported issue.

Event description:
The hospital reported high co2 delivery. There was no report of patient involvement.